Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) has been confirmed. As received, the rear response button was defective. Upon investigation, the rear button cable (+3.3v trace) was damaged. The root cause of the damaged response button cable was unable to be positively identified. No adverse event resulted from the defective monitor.

Event description:
A zoll distributor returned monitor sn (B)(4) to report that the response buttons are non-functional.